Event description:
The dentist told me to get both children in the healthy start mouthguard program. He claimed it will fix their orthodontic problems. After spending thousands on these devices, my son's gums became very irritated and more harm then good was done by these devices. The company has no evidence that it treats the orthodontic issues and it tells patients it will fix the problems without evidence. The company is prying on parents that want to be proactive on their kids. After speaking with multiple orthodontists, they concur this device makes false claims and I think. Please investigate this device before they continue to scam thousands of parents. (B)(6). FDA safety report ID# (B)(4).